Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Blood test strips were not used; blood was visible. Estimated blood loss was 200ml's. There was no damage identified on the dialyzer. Pt had no adverse effects from the blood leak.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.